Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2024-04971. All information can be found under manufacturer report number 1416980-2024-04971. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the tubing and the twist clamp of a minicap transfer set which resulted in a leak. This was observed during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch mw5158357 for this event. Should additional relevant information become available, a supplemental report will be submitted.